Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during an orthopaedic procedure, the blade broke at the mount. It was also reported that there was a five minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the markings on the blade suggest that at some point during the procedure the blade was misloaded. Operating the blade while it is misloaded causes excessive force on the blade mounts which can cause cracks to form and lead to failure at the blade mount. The bend in the blade is most likely due to excessive force in the perpendicular direction to the longitudinal axis of the blade. The quality investigation is complete.

Event description:
It was reported that during an orthopaedic procedure, the blade broke at the mount. It was also reported that there was a five minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.